Event description:
Pt admitted on (B)(6)2010 and pads were placed then in the ER. Subsequently transferred to ccu for care where pads remained on, and pt was being paced. On (B)(6)2010, pads were removed and wound was noted underneath the pad located at left anterior chest.